Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery terminating the bolus. The occlusion was successfully cleared by the customer. Customer's blood glucose (bg) level ranged between 200 mg/dl to "high". High bg was not addressed by the customer. The customer decided to deliver the full bolus once more resulting in a low bg of 40 mg/dl. Juice and milk were consumed to address bg.